Event description:
It was reported that a perforation occurred. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the patient's artery was perforated while burring which leads to pericardial effusion. Pericardial drainage was then performed and the patient is expected for full recovery. No further complications were reported.